Event description:
International affiliate reports the moss miami final tightener's distal tip strips .... Slips as tip wears away. Reports the stripping of the tip occurred during surgery. Patient was not affected and there was no resulting delay.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The moss miami si final tightener was returned for evaluation. Visual inspection revealed that approximately 0.5mm of the distal tip had become stripped in the direction of tightening suggesting that the driver had been off axis and not fully seated during the final tightening step of the procedure. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the mmsi final tightener was conducted on the specific product code from this complaint file as the product family does not exist for this instrument. This analysis found no emerging trends that require further action. The root cause cannot positively be determined. However, the observed damage is consistent with a driver most likely not been fully seated in the setscrew during final tightening. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and there has been no systemic trend. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.